Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose event. Customer's blood glucose was 563 mg/dl. Customer stated they passed displacement and self test. Customer stated they had insulin flow blocked alarm. Customer stated insulin exited during 5 unit fill cannula. The insulin pump will not be returned for analysis.